Event description:
It was reported that while on the call the patient reported her 2 trials did not work well at all. She did not feel stimulation during the trials. She had symptom diaries from (B)(6), from her trial. The patient said her trial occurred during the month of february but was not sure of the dates. They decided the leads had migrated or shifted and that was why she never felt anything and then they did another trial with a permanent lead. During the trials she wet every day and had to change her clothes. On (B)(6), she had 7 accidents. The patient thought part of that had to do with the fact that when she went to the bathroom, it took so long to get up out of her power wheelchair, unclip the ens then pull her pants down, she wet all over herself. The patient said wheelchair for ms (multiple sclerosis) prior to her manufacturer device. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).